Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. Insulin pump had a cracked reservoir tube lip noted.

Event description:
Customer reported the down button on the insulin pump was not responding. Customer stated she changed the battery and it worked, then stopped, and worked again. Customer felt the device was unreliable and requested a replacement. Customer's blood glucose was 164 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back-up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.